Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tip liner came off in the patient. It was not known if or how the piece was retrieved. The case was completed with another device of the same product code. There were no patient consequences reported. No additional information was available.